Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot#: (B)(4), ubd: 26-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 390 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that on (B)(6) 2018, when accessing the cap (catheter access port) the catheter was patent, and the patient was getting good therapy and had no symptoms; however, the catheter looked visually worn out and potentially cracked, so a portion of the sutureless connector was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had been taken to surgery on (B)(6)-2018 for a routine pump replacement procedure. Per the doctor, it was routine to change the pump segment of the catheter and it appeared that the crack had not impeded drug delivery, so it had not penetrated to the inner lumen of the catheter. No further complications were reported/anticipated.